Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the right superficial femoral artery (sfa). Atherectomy was performed to prepare the lesion and an armada 18 balloon catheter was used for pre-dilatation. The supera was advanced to the target lesion without any complications. During deployment, the stent partially deployed in the introducer sheath. The supera was removed under fluoroscopy but when at the patients groin, the stent popped out of the sheath and was sticking out of the groin. Forceps were used to remove the dislodged stent from the patients groin. Another supera was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
Device codes: 3270 labeled. Internal file number - (B)(4). Correction: device code 1158 changed to 3270. Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. The supera instruction for use (IFU), instructs: under fluoroscopy, initiate stent deployment by advancing the thumb slide while allowing the outer sheath to retract proximally. Evaluate the initial location of the distal end of the supera stent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.